Event description:
It was reported to medtronic minimed that the customer reported the location of the damage was on the battery compartment and the battery cap contact. The customer reported the battery cap damage. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed for the cosmetic damage, and the damage impacting pump functionality. Troubleshooting was partially performed for the battery cap damage. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1886 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap was attached and locked into place properly during testing. The unit arrived with a missing battery cap, making it unable to attest to a damaged battery cap or battery cap contact. The following cosmetic damages were noted during visual inspection: pillowing keypad overlay, scratched case, missing display window/cover, stained keypad overlay, cracked case, cracked case (battery tube), and broken battery tube threads. In summary, the customer¿s allegation of damage to the battery compartment was confirmed during visual inspection when missing display window/cover, stained keypad overlay, cracked case, cracked case (battery tube), and broken battery tube threads were noted. The customer¿s allegations of battery cap contact missing/damaged and battery cap broken/cracked/damaged could not be confirmed as the unit arrived with a missing battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.